Manufacturer narrative:
Investigation of returned devices revealed that the guidewire core is stretched over the core wire and elongated, tangled on itself. Sem observation revealed the core was broken off at distal side of the internal core structure, or supposedly 3-4 mm from tip end, by pulling apart force. Coil wire was locally twisted, broken off, and was supposed to be separated at approximately 40 mm from the tip end. The breakage of the core structure was inferred to be due to excessive pulling force applied to the guidewire of which distal end was trapped by the target lesion or some other unspecified cause, and along with he removal manipulation the coil was elongated and local twisting force to the coil resulted in separation. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received.

Event description:
It was reported that the distal coil was destroyed during the subject guidewire was used to treat a 90% occluded lesion at prox. - mid rca. Upon investigation of returned guidewire, it was found that the guidewire coil distal end approximately 40 mm and a few millimeter of core structure is missing. Upon additional investigation, it was confirmed that the broken fragment had been retrieved out by using a balloon dilatation catheter, and that the patient is doing well.